Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete incoming functionality testing) has been confirmed. Upon investigation the belt receptacle on the monitor was missing and wires were protruding from the case, preventing the connection of an electrode belt and the completion of incoming functionality testing. The root cause for the missing connector cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete incoming functionality testing.